Manufacturer narrative:
Findings: unit was received with rf pic failed self-test error alarm during self-test due to faulty y1on rf board. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. The customer was advised the error table shows to replace on the first occurrence and patient stated he show 20 times the alarm came up since his trip. Customer stated also the pump has crack on the top right corner over the screen. Customer was advised the pump will need to be replaced.